Event description:
It was reported by the hospital that approx 3 weeks post-implant, the pt was experiencing rate control fault alarms. The system controller was exchanged and the vent filter was submitted to the MFR for analysis. The pt continued to experience rate control fault alarm and it was noted that during the alarm, the beat rate would increase to 119-120 bpm. Add'l info obtained from the hospital indicated that there was a possibility of fluid/blood getting into the driveline or pump and that "tissue" like material "brownish reddish" in color was observed around the filter. It was also reported that when the hospital exchanged the system controller, dried blood was noted on the connector. Waveform analysis indicated that the pump was running within normal limits and there were no observable anomalies on the waveforms. The vent filter analysis results were normal with no evidence of fluid ingress or bearing issues.

Manufacturer narrative:
Waveform analysis indicated that the pump was running within normal limits and there were no observable anomalies on the waveforms. The vent filter analysis results were normal with no evidence of fluid ingress or bearing issues. The pt remains asymptomatic and hemodynamically stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.